Event description:
It was reported that the device had a power on reset (por). Upon interrogation, it was also noted that the device was unable to measure r-waves approximately three months after the por. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one power on reset (por) for write to locked ram, addr=1445, data=39 on (B)(6) 2012. There was one patient alert for por on (B)(6) 2012.